Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer performed the high pressure test and customer was not able to passed the test. The customer¿s high blood glucose was 236 mg/dl at the time of incident. The customer was treated with insulin pump. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer reports insulin exited at the quick release. The insulin pump will not be returned for analysis.